Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was not available for evaluation. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused. Device not returned.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. - 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 2 reported events are included in this follow-up record. Product return status: 2 devices were received. Additional information: 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.